Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection of the transfer set components resulting to peritonitis. The patient explained that their transfer set got caught in the door and when they bent down, the transfer set got pulled. This resulted in the tubing disconnecting at the twist clamp area of the transfer set. The patient clamped off the transfer set and went to see the nurse. The transfer set was replaced. The patient was diagnosed with peritonitis following this disconnection. It was not reported if the patient was hospitalized, but they were being treated with unspecified antibiotics (dose, route and frequency not reported). The outcome of the peritonitis and the actions taken with pd therapy were not reported. No additional information is available.